Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable due to the patient stopped charging the device. It is unknown when the patient lost stimulation. The device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.